Event description:
It was reported that the right ventricular lead had a lower than expected impedance at less than 300 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had a lower than expected impedance at less than 300 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had a lower than expected impedance at less than 300 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.